Event description:
Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2012 regarding an unrelated issue. The cg stated she had not called back as the home patient (hp) went into the hospital for peritonitis on (B)(6) 2012. The hp was sent home with an antibiotic on (B)(6) 2012. Baxter is attempting to obtain additional information regarding this incident

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors or other issues that might have caused potential contamination. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.